Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 3 or pump error 19 was noted during testing. However, the pump error 63 was found at the formatted history file due to a software error. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple insulin pump error alarms. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.